Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from december 12, 2014 ¿ december 17, 2014. One actual unit was received for evaluation. Visual inspection noted a white particle approximately 1.81 mm in length, floating in the fluid of the bladder. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) testing. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a foreign particle in the device. The device was filled with an unspecified amount of meropenem. This was found during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.